Event description:
The customer received a blood glucose reading of 241 mg/dl. He retested and got a reading of 112 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer did not have any strips left, so no product will be returned for evaluation.